Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It is reported that a customer had issues with pulling the sensor out of their skin. The patient's blood glucose was not recorded. The patient stated the blood would not stop when the sensor was implanted and had to have a doctor take the sensor out. No further information was provided.